Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Upon activation of the system, it was noted that changes in patient position caused communication disruptions between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was attempted and unable to resolve the issue. On 14dec2023 a surgical procedure was performed to move the ipg to a more superficial location to facilitate communication. Initial plan was to relocate the existing ipg however during the procedure it was damaged and required replacement.

Manufacturer narrative:
There are no allegations of system or component failure, and the initial plan was to retain all existing components. The communication issues were determined to be related to the placement of the implanted ipg, specifically having been implanted beyond the optimal recommended depth.